Event description:
It was reported that the pump keypad was not responding to user manipulation as intended. Specifically, the pt reported that the down and ok buttons have been intermittently unresponsive. The pt denied damage to the keypad. The pt reported being able to use the pump safely at this time.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed contamination under the button contacts. In addition, the ok, down, and contrast button contacts were found to be inverted and misaligned.